Event description:
The following has been reported: "an event report was received with no harm to the patient in relation to the incorrect scheduling of ketamine medication, causing underdosing of the medication. The data was requested for review of programming between april 18 and april 20." Reporting due to the referenced issue. Customer communicates that there was no adverse effects sustained by the patient. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was downloaded locally and provided for analysis. The reported device was not sent back to brézins for investigation. According to device log review, each identified infused volume was in line with the device programming. No significant difference could be found between calculated volume and recorded volume. Therefore no event can explain the under flow reported, because volume recorded is corresponding to flow rate and elapsed time. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.